Event description:
Event description boston scientific received information that during a follow-up visit, no abnormal lead measurements were noted from this device. Later that day the patient was hospitalized for heart failure. The next morning over-sensing and loss of capture were observed. After the system was checked, the pacing rate and output were increased. The physician reported that this occurrence was due to the progression of the patient's heart failure. The device and the lead will be replaced when the patient's heart failure becomes stable.